Event description:
It was reported that a physician was attempting to implant a 2.25 x 24mm endeavor resolute drug eluting stent to treat a lesion located in the cx of a patient with 70% stenosis and calcification. The device was inspected prior to use with no issues noticed. Resistance was not encountered when advancing. During the surgery it was reported that the device could not pass the lesion and when it was removed from the patient the stent was noted to be damaged. No reported patient complications. Evaluation summary: the stent was returned off the delivery system. Crimp impressions were evident along the balloon. The stent was severely stretched and deformed. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion morphology). Inherent risk of procedure (stent dislodgement). Evaluation conclusions: device failure related to patient condition (lesion morphology). Inherent risk of procedure (stent dislodgement). (B)(4).

Manufacturer narrative:
Evaluation results - inherent risk of procedure (stent deformation). (B)(4)

Event description:
It has been confirmed that the stent was removed from the delivery post removal from the patient.